Event description:
It was reported that due to recurring incontinence caused by the device not activating with the patient's artificial urinary sphincter (aus). This started to occur one month ago. The patient visited a partner physician to have his device checked out. It went on to explain the physician tried for 2.5 hours to reactivate the device, but was unsuccessful. The physician concluded that something must have come undone inside with his device. The patient is still incontinent today. The patient is scheduled to see his implanting surgeon next week for an assessment and plan. The patient also inquired about his warranty. Should additional information be received a supplemental report will be submitted. Additional information was received that the aus was removed and replaced. A 4.0 cm cuff, pump, and balloon were implanted. The physician noted that there was a weakness in the cuff that created a leak in the system. He added that there was no fluid in the system. The previous aus was implanted a year ago.

Manufacturer narrative:
Correction to b5, d7, and f10: updated event description, coding and explant date. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Balloon: model: 72400024, lot sn: (B)(4). Mfg date: 03/08/2018, exp date: 03/07/2023, gtin: (B)(4). Pump: model: 72404127, lot sn: (B)(4), mfg date: 04/16/2018, exp date: 04/16/2019. The ams800 balloon was visually, microscopically, and functionally tested. No leak was determined, and the balloon passed specifications at 63.6cmh2o. It is rated at 61-70 cmh2o. Inspection of the remainder of the device revealed no other damage or irregularities. The ams800 control pump was visually, microscopically, and functionally tested. No leak was determined. Inspection of the remainder of the device presented no other damage or irregularities. Fluid leak was not confirmed. The ams800 occlusive cuff was visually, microscopically, and functionally tested. Microscopic examination of the device revealed that there is a tubing tear. Fluid loss was confirmed because of the tear. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a tear and a leak. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to recurring incontinence caused by the device not activating with the patient's artificial urinary sphincter (aus). This started to occur one month ago. The patient visited a partner physician to have his device checked out. It went on to explain the physician tried for 2.5 hours to reactivate the device, but was unsuccessful. The physician concluded that something must have come undone inside with his device. The patient is still incontinent today. The patient is scheduled to see his implanting surgeon next week for an assessment and plan. The patient also inquired about his warranty. Should additional information be received a supplemental report will be submitted. Additional information was received that the aus was removed and replaced. A 4.0 cm cuff, pump, and balloon were implanted. The physician noted that there was a weakness in the cuff that created a leak in the system. He added that there was no fluid in the system. The previous aus was implanted a year ago.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence caused by the device not activating with the patient's artificial urinary sphincter (aus). This started to occur one month ago. The patient visited a partner physician to have his device checked out. It went on to explain the physician tried for 2.5 hours to reactivate the device, but was unsuccessful. The physician concluded that something must have come undone inside with his device. The patient is still incontinent today. The patient is scheduled to see his implanting surgeon next week for an assessment and plan. The patient also inquired about his warranty. Should additional information be received a supplemental report will be submitted.